Manufacturer narrative:
(B)(4)

Event description:
It was reported that "on (B)(6) 2026, due to the patient's condition requiring continuous hemodialysis, a hemodialysis central venous catheter was inserted by the physician at the bedside. During the procedure, the guidewire in the kit was found to be kinked. The nurse manager was notified immediately, and a new catheterization kit was replaced. No harm for the patient. The patient condition is fine. No medical intervention was required. They changed a new one to resolve the issue."

Event description:
It was reported that"(B)(6) 2026, due to the patient's condition requiring continuous hemodialysis, a hemodialysis central venous catheter was inserted by the physician at the bedside. During the procedure, the guidewire in the kit was found to be kinked. The nurse manager was notified immediately, and a new catheterization kit was replaced. No harm for the patient. The patient condition is fine.no medical intervention was required.they changed a new one to resolve the issue."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results.